Event description:
It was reported that the lv lead had dislodged and the physician was not able to reposition the lead due to the patient's target vessel being too large. Another lead was successfully implanted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.